Manufacturer narrative:
One abutment was returned for investigation. Visual inspection of the returned product identified that the abutment fractured. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). First/given name: unknown / not provided.

Event description:
It was reported that during a check up the prosthesis was ill-fitting and when removing it, doctor noticed fracture of the abutment.